Manufacturer narrative:
Literature summary: 3 - seizures, 4 - post-operative auras, 5 - headaches, 1 - incisional pain, 6 - memory complaints, 2 - anxiety, 3 - depression, 1 - head tremor, 2/32 - visual field deficits but one later discovered to be pre-existing.

Event description:
It was reported that following an ablation procedure, three (3) patients experienced immediate perioperative seizures with impaired consciousness within 24 hours, and 2/32 patients also experienced visual field deficits, but one was later discovered to be pre-existing. There were no further patient complications reported in relation to this event.